Event description:
It was reported the asymptomatic patient presented in clinic. During procedure, it was observed the helix of the right atrial lead product couldn't be extended prior to implant. The lead was replaced during procedure. Patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. X-ray examination found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to applying too much torque to the inner coil during procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.